Event description:
It was reported that the patient presented to the hospital on (B)(6) 2022 for a follow-up. Upon examination, it was noted that there was diaphragmatic stimulation from the left ventricular (lv) lead. The physician explanted and replaced the lv lead on (B)(6) 2022. The patient was in stable condition.